Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, an assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reamer/drill handpiece device ran by itself. It was noted that the "machine runs by itself on position fwd and rev, control defective." It was further noted that the device failed for functional tests, check trigger and electric control unit (ecu) function, and compatibility with bpl. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.